Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. This report is regarding the second of (2) tubes as referenced in report 2936999-2011-00483.

Event description:
The caller reported that 2 taperguard evac tubes had popped up and out of the patient's trachea in the last two weeks. She stated it was reported to her that in the second incident the patient was re-intubated using a scope and the new tube is still believed to be in the patient. The patient was on a "macquet" ventilator on high pressure.